Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. The patient reported observing a leak from the cassette as he was disposing of the tubing. The patient contacted his pd nurse, the set was not made available for evaluation. During f/u the patient's pd nurse reported that the patient did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specifications.